Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17759160l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, after inserting the thermocool® smart touch® sf bi-directional navigation catheter into the right ventricle, the catheter was maneuvered to locate the origin of the arrhythmia. When the catheter was rotated near the free wall, the catheter moved in an unexpected way. Patient became hypotensive and a pericardial effusion was detected via echocardiography. Pericardiocentesis yielded an unspecified volume of fluid. Remainder of procedure was aborted. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician indicated that catheter moved unexpectedly upon rotation. It was noted that this unexpected catheter movement may have been related to the adverse event. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure. The reported device issue was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury was remote. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.